Manufacturer narrative:
Product event summary: the controller, one controller ac adapter, and six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the controller, batteries and ac adapter passed functional testing and visual inspection. Supplemental testing was performed on the controller; and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving five of the batteries, as well as momentary disconnection that did not lead to premature power switching events involving the controller ac adapter. Momentary disconnection will result in an audible tone or "beep". As a result, the reported premature power switching and beeping events were confirmed. In addition, log file analysis revealed that the batteries discharged as expected when in use. As a result, the reported "power consumption issue" and "low priority alarm" could not be confirmed. The most likely root cause of the premature power switching event and beeps can be attributed to momentary disconnections due to the wearing of the gold-plated pins, exposing the pin¿s base metal to the effects of corrosion. An internal investigation evaluated momentary disconnections prior to lubrication. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware ventricular assist system ¿ ac adapter / (B)(4)/ model #: 1430us UDI #: (B)(4), return date: 2018-10-18, device evaluation anticipated, but not yet begun (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / expiration date: 2019-05-31 UDI #: (B)(4), return date: 2018-10-18, device evaluation anticipated, but not yet begun mfg date: 2018-05-17 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2019-06-30 UDI #: (B)(4), return date: 2018-10-18, device evaluation anticipated, but not yet begun mfg date: 2018-06-15 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650de / expiration date: 2019-05-31 UDI #: (B)(4), return date: 2018-10-18, device evaluation anticipated, but not yet begun mfg date: 2018-05-29 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / expiration date: 2019-05-31 UDI #: (B)(4), return date: 2018-10-18, device evaluation anticipated, but not yet begun mfg date: 2018-05-29 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650de / expiration date: 2019-06-30 UDI #: (B)(4), return date: 2018-10-18 , device evaluation anticipated, but not yet begun mfg date: 2018-06-05 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2019-06-30 UDI #: (B)(4), return date: 2018-10-18, device evaluation anticipated, but not yet begun mfg date: 2018-06-05 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, after lubrication servicing was performed, the ventricular assist device (vad) power sources exhibited power switching despite having greater than twenty five percent charge capacity. It was also reported that the controller was beeping, a low priority alarm occurred and that the battery drained to twenty five percent charge capacity while the ac adapter was in use. It was noted that the patient has manually switched power sources before they reached twenty five percent charge capacity. The power sources were exchanged. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the controller was exchanged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.